Manufacturer narrative:
The device was analyzed and found to be within specification. Physician determined that no device malfunction occurred and the event appears to be a procedure-related sae but not device-related.

Event description:
The patient had with a history barrett's esophagus (be) with high grade dysplasia extending from 32 cm to 39 cm, prague class c4m7, lesions or esophagitis, hiatal hernia, and multiple ppi-type fundle gland type polyps in the stomach. The c2 cryoballoon ablation system was used on 12 sites with a dose of 10 seconds beginning at the gastroesophageal junction (gej), which was chronic. There was significant distal balloon migration with 6 ablations at the gej likely due to previous scarring from chronic gastroesophageal reflux disease. The distal esophagus and the proximal be within 2 cm of the z line was treated with stable position and no significant migration. There was no device malfunction. Patient was later admitted to the micu for hypoxia, sepsis, and multilobar right lung pneumonia based on a CT scan. It was concluded that the patient had an aspiration pneumonia. The physician communicated, "this appears to be a procedure-related sae but not device-related." On (B)(6) 2017, the physician communicated that the patient died.